Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor glucose and blood glucose readings had discrepancies. The blood glucose reading was 104 mg/dl and the guardian monitor kept alerting low. It was found that the sensor had a bent cannula as well. A warm up and weak signal alarm occurred during troubleshooting for the sensor versus blood glucose reading issue. Unable to troubleshoot further for the glucose differences and attempted to troubleshoot the unexpected reinitialization. Advised the customer to monitor the device and call back if any assistance was required. Nothing further reported.